Event description:
It was reported that during preparation of a catheter placement procedure, the foreign material was allegedly found on the catheter. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement procedure, the foreign material was allegedly found on the catheter. There was no reported patient injury.

Event description:
It was reported that during a catheter placement procedure, the foreign material was allegedly found on the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed broviac s/l catheter kit was returned for evaluation. Gross visual evaluation was performed. Although the sample was returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported contamination issue, as a piece of silicone was noted on a piece of tape within the kit and on the catheter body. Furthermore manufacturing evaluation was performed and the complaint is confirmed as manufacturing related event. The root cause is associated to an excess of medical adhesive used during one of the medical adhesive placement operations performed to complete the manufacture of catheter item. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.